Event description:
The customer contacted therakos to report they experienced a bag leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they used a needle to inject methoxsalen into the needle-free port on the treatment bag of the kit. The customer stated they decided to clamp the needle-free port and complete the ecp treatment. The customer reported the patient was in stable condition. The customer returned photographs for evaluation.

Manufacturer narrative:
The system was used for treatment. A batch record review for kit lot p253 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot p253 shows no trends. Trends were reviewed for complaint category, bag leak. No trends were detected for this complaint category. The assessment is based on the information available at the time of investigation. At the time of this report, the analysis of the photographs is still in progress. A final report will be submitted when the analysis is complete. Pqc-002068 p.t. 30-mar-2026.